Event description:
It was reported to globus that a revere screw breakage in the sacrum, and a transition screw breakage at level l3 was identified. The transition construct was at l3-l4 and revere construct was at level l5-s1. Screws were broken at top and bottom of entire construct. The level of support was l3-s1. The initial surgery took place on 12/21/2011. A revision surgery took place (B)(6) 2012 in which the broken screws were removed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Since no transition screws were returned for evaluation, it is difficult to ascertain the exact cause of the breakage. It is possible that excessive force/trauma such as a fall or inappropriate activity during recovery may have contributed to the breakage. Based on record review of all available information, it is determined device one: transition 6.5 mm ha screw 50mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.